Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: vallier, h., hennessey, t., sontich, j. And patterson, b. (2006) failure of lcp condylar plate fixation in the distal part of the femur. The journal of bone and joint surgery, 88-a, 846-853. This report is for an unknown locking screw/unknown quantity/unknown lot. Pertains to varus deformity and collapse; assistance walking. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, vallier, h., hennessey, t., sontich, j. And patterson, b. (2006) failure of lcp condylar plate fixation in the distal part of the femur. The journal of bone and joint surgery, 88-a, 846-853. The authors conducted a retrospective study regarding the use of synthes locking compression plate (lcp) condylar plate to treat distal femoral fractures in forty six patients, 19 men and 27 women with mean age 60 years (range, 21-88), during a thirty six month period. At least four locked screws were placed distally. Results were noted as follows. A (B)(6) obese, type-ii diabetic female (case 3) was treated for bilateral closed distal femoral fractures. Prior to injury, she ambulated independently. Six months after surgery, the patient was asymptomatic with five degrees of varus deformity of the distal right femoral fracture. A broken screw was noted at the distal screw-plate interface. Three months later, radiographs suggested both distal femoral fractures were united with ten degrees of varus collapse on the right. The patient was able to walk outside of her home with assistance of a cane 15 months post-operatively. This is report 6 of 13 for (B)(4). This report is for an unknown locking screw.